Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: the device associated with this report was not returned for evaluation. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
On inserting the definitive tibial insert the posterior lateral side was not sitting flush on the tibial base like the rest of the implant, tibial insert was removed and reinserted again and still the same side was not seated flush on the tibial implant. The trial insert was placed to make sure it sat down flush which it did. Opened another tibial insert which inserted completely fine and was flush on the tibial base. Implant being sent back to be examined.